Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the shaft of the inserter broke at the proximal tip. It is unknown, whether it happened during a surgery or not, but there was patient involvement but no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation has confirmed that the head of the instrument is broken off. Furthermore shows the head proximal, the blue shaft overall and the chuck distal massive marks of mechanical impacts. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in 2007. Failure in material or production could not be detected. The overall heavy damages that the instrument has been long term used within excessive high mechanical force which lead into progressive material fatigue and finally caused the crack. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.